Manufacturer narrative:
The device associated with this report was not returned, however review of the provided photograph confirms the number 5 white marking has disassociated from the trial. With the provided information, a definitive root cause is unknown. Dra-(B)(4) was conducted by commercialized product development. Based on this review there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The white number from the notch guide fell out of the instrument and was found in the wound.